Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a post operation device check. Upon interrogation, it was observed the right ventricular lead had high pacing impedance, high sensing thresholds, and high capture thresholds. The lead was repositioned. The patient was stable.